Manufacturer narrative:
The device used in treatment was not returned for evaluation. A video of the failure was provided establishing a relationship between the reported event and device; however a root cause could not be determined. Probable root cause may be an obstructed fluid supply or air in the inflow line. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that there during use there was no waterjet running out from the versajet ii exact disposable handpiece 45 degree, with proper connection to the console; the procedure was successfully completed using a back-up device. No patient injury, delay or other complications were reported.